Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-9218-15 serial#: (B)(4), description: precision m8 adapter, 15cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that due to the patients pocket not healing properly, as reported in MFR report #: 3006630150-2018-01019, the patient had developed an infection. The doctor believed that the battery was causing to much heat, thus not allowing the pocket to close fully. The physician confirmed that the infection was not device related. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1160 (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that due to the patients pocket not healing properly, as reported in MFR report #: 3006630150-2018-01019, the patient had developed an infection. The doctor believed that the battery was causing to much heat, thus not allowing the pocket to close fully. The physician confirmed that the infection was not device related. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected.